Manufacturer narrative:
Multiple attempts were made for more information with no response to date. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): "iop fluctuation" (pressure issue). The surgeon reported the iop was fluctuating "all over the place". The surgeon was not in the middle of any intervention at the time. The surgeon was able to resume surgery. Later, during the same case while performing a scleral depression the eye felt soft despite the iop reading of 60. No patient injury was reported.